Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is unable to be interrogated as telemetry does not work. Additional information was requested. The s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is unable to be interrogated as telemetry does not work. Additional information was requested. The s-ICD remains in service. No adverse patient effects were reported.